Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as due to improper operations. On an unreported date, the patient was hospitalized for the event and was treated with ceftazidime (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis and cloudy effluent was "reduced". It was reported that the patient remained hospitalized due to other indication. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.